Manufacturer narrative:
On unreported dates in early (B)(6) 2017, the patient experienced peritonitis and was hospitalized for the event. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. On an unreported date the same month as event onset, the patient was hospitalized and diagnosed with peritonitis. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, routes, frequencies, and durations were not reported). Three days after the start of the treatment, the patient¿s effluent remained cloudy and the patient continued with abdominal pain. On unreported dates, in the same month as onset, dianeal therapy was discontinued, the patient¿s pd catheter was removed, the patient was started on hemodialysis, and the patient was recovered from the peritonitis. On an unreported date, the end of the same month as hospital admission, the patient was discharged from the hospital. No additional information is available.